Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Eva the reported field event of extended charge time was confirmed in the laboratory. Review of the device image indicated extended charge times occurred during capacitor maintenance. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was noted. The cause of the extended charge time was found to be an anomalous hv capacitor.

Event description:
It was reported that patient presented in clinic after receiving a vibratory alert for long charge time. Two capacitor maintenances were attempted in clinic but failed to complete. The device was replaced.